Event description:
The customer reported to olympus, the rigid scope was burnt, broken. The issue was found during an unspecified procedure. The customer reported the details of the event are unknown. There were no reports of patient injury.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection. During the device evaluation, the customers allegation of broken was confirmed. The evaluation found a broken lens in optical system. The evaluation also found that the outer tube was bent at the proximal end. Fiber breakage and scratches on distal edge on the objective window was also found. This investigation is ongoing, follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the device breakage could not be determined, however, the identified fault patterns are most likely attributable to the use of excessive force by the customer/user mishandling. Olympus will continue to monitor field performance for this device.